Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. This MDR is created to document the asr / product code otn / exemption # e2014015. Total number of events: 7. Aris: 7 - attachment: [otn asr june-july 2018.pdf].

Event description:
As reported to coloplast though not verified, the patient's legal representative stated severe pain with daily activities and intercourse, exposed vaginal mesh, vaginal bleeding, reoccurring stress incontinence, erosion, vaginal prolapse, physical deformity, and the loss of the ability to perform sexually.